Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Reportedly, the customer successfully reloaded the cartridge to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 120-130 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. It was also reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected and that air bubbles were observed within the infusion set tubing. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was 240 mg/dl.